Event description:
Dealer states head section pull tube is bent, and some hardware is broken. He said they just put it out on a patient and it came back broken. He said he has no idea how it happened, but he suggested they may weigh too much.